Event description:
It was reported that the lead ¿slipped¿ and they could seem to get the device programmed correctly. It was noted that there was a lack of therapeutic effect. The patient stated that since implant the implantable neurostimulator (ins) had not resolved any issues with their pain. The patient stated she had multiple programming sessions and could not seem to get the device to help with pain in the left shoulder. The patient asked to speak with a manufacturer representative. The patient stated the manufacturer representative had told her to all and to schedule him to be present at her appointment on monday. The patient was redirected to healthcare professional (hcp) and have the hcp page a manufacturer representative in the area. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).